Event description:
The physician reported a patient underwent an ivc filter retrieval procedure. The ivc filter needed to be retrieved due to the legs perforating the vena cava wall and coming into contact with the pancreas and duodenum. The physician reported he was unable to remove it with the snare and had to remove it surgically. After reporting on the first patient, he mentioned, "I have seen other patients with the exact same problem, some are mine and some from other vascular surgeons." He had no other details to provide and this case was created to capture all of these other patients.